Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
It was reported that the estimated longevity of this cardiac resynchronization therapy defibrillator (crt-d) was 2 years in (B)(6) 2018 and a transmission in (B)(6) showed less than 3 months of battery remaining. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. This crt-d was removed and replaced. During the removal the left ventricular (lv) lead was stuck in the header. The lead was subsequently removed and used for the new device implant. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Visual inspection noted that the left ventricular (lv) lead port seal plug and setscrew were missing. The sleeve in the outer bore of the lv lead port had been cut in several places and there was a broken piece of a scalpel imbedded into the lv sleeve. No obstructions were noted in the lv lead barrel. An lv lead connector end could be fully inserted and withdrawn into the lv lead port without any difficulties.

Event description:
The product was returned and analysis has been completed.